Manufacturer narrative:
(B)(4). Month and day unknown. Only year (2018) is known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify, when the ntlc75 was "stuck after firing", how was the device removed from the tissue? Were the device jaws eventually able to be opened to remove the device? Or did the device have to be excised/cut off of the tissue?

Event description:
It was reported that during an unknown procedure, all three sr75 reloads were shown malformation of staple line. Ntlc75 stapler was stuck after firing. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Device evaluation summary: the analysis found that one sr75 reload was returned with no apparent damage. The cartridge reload had the swing tab in the locked position, and the proximal 22 drivers up and the remaining drivers were down with staples present. The cartridge reload swing tab was reset in order to fire the cartridge. The cartridge was tested for functionality with a test device and fired without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. A probable cause for the reported incident is the device may have been partially fired causing the lockout to be set. Reference ¿instructions for use¿ for complete firing instructions. In addition, the ntlc75 device was not received for analysis. Sr75 reload batch #: p5862p manufactured date: 10/17/2017 product exp. Date: 09/17/2022 a manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.